Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and the current blood glucose value was 85 mg/dl. Customer was taken to the emergency room and was treated with a manual injection/insulin pen. Troubleshooting was performed and was noticed that possibly customer has over-delivered insulin by mistake. The insulin pump was used within 48 hours and the auto mode feature was active at the time of the event. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. Unable to verify possible over delivery anomaly and perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 05-apr-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 05-apr-2023 listed on smart solve. Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 359500 (35.95 u). Daily total of basal insulin delivered: 184500 (18.45 u). Daily total of bolus insulin delivered: 175000 (17.5 u). There was no 7u bolus delivery recorded in the formatted history file on the event date 05-apr-2023. Please see below for pump errors/alarms noted 1 week prior to the event date 05-apr-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 06:57:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 07:13:00.000. Sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 10:32:41.000. On (B)(6) 2023 07:06:03.000. On (B)(6) 2023 23:27:44.000. Sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2023 18:34:20.000. On (B)(6) 2023 18:44:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Pump error 38 alarm during the rewind test was recorded and found in the formatted history file on: (B)(6) 2023 06:56:54.000. On (B)(6) 2023 06:57:23.000. The pump was cut open to perform visual inspection and found a broken motor slide tip. Slight corrosion was also found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. A test motor was used and continued on rewind test. The pump passed the rewind test. No constant pump error 38 alarm during the rewind test noted. Pump error 38 alarm during the rewind test was confirmed due to a broken motor slide tip. The pump was received with the original battery cap with a broken 1 heat stake post. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for low bgs. Unable to verify possible over delivery anomaly and complete the functional testing (perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat) due to a constant pump error 38 alarm during the rewind test. Pump error 38 alarm during the rewind test was confirmed due to a broken motor slide tip. Customer alleged for possible over delivery anomaly was unknown. During visual inspection, slight corrosion was also found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.